Event description:
Customer reported she was experiencing high blood glucose with nausea and stomach pain. Blood glucose value was 340 mg/dl. She treated with manual injection and current value is 210 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. Customer could not check air bubbles or insulin leaks as she had changed the infusion set and the reservoir the day before. The cannula was not bent and the insulin is not cloudy. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. No error alarms found in the history. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.